Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, pacing impedance measurements on the right ventricular (rv) lead were less than 200 ohms. It was noted the pacing impedance measurements gradually decreased since implant. Oversensing of signals was noted on the rv lead and competitor right atrial (ra) lead. The physician attempted to recreate the signals, but was unsuccessful. As damage to the ra and rv leads was suspected, a revision procedure was scheduled. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. This lead was returned severed 48cm from the tip of the lead. Additionally, there was insulation abrasion 31-32cm from the tip likely due to clavicle abrasion. This lead passed testing which verified the electrical continuity of the lead. As the insulation damage was likely the cause of the low pacing impedance measurements, the clinical observations were confirmed.

Event description:
.